Manufacturer narrative:
Results: CPR mechanism. Siderail latch mechanism.

Event description:
It was reported by service report that the head right side rail is broken. The head right side rail will not lock in the up position. The CPR pos mechansim wire is broken. No pt involvement or adverse consequences are reported.